Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had leak. The customer blood glucose level was 270 mg/dl. Customer also stated that there was a large cracked on the back of the insulin pump on the side of the battery compartment it goes all the way down on the bottom of the insulin pump going to the reservoir compartment. Customer stated that reservoir had leaks and it pours through the compartment. The device will not be returned for analysis.